Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by a nurse that the customer was hospitalized due to low or high blood glucose with unknown blood glucose levels at the time of the incident. The caller stated the customer believes the pump was causing their high or low. The caller did not mention how the customer was treated. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer was being treated. No further information was obtained. The insulin pump will not be returned for analysis.